Event description:
It was reported the patient experienced a lack of pain relief. The patient underwent a revision procedure where the superion indirect decompression spacer was replaced with a non-boston scientific device. The patient did well post-operatively.